Event description:
It was reported that the remb sagittal saw was running by itself at the user facility. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the remb sagittal saw was running by itself at the user facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, device runs by itself, was duplicated. During functional inspection the service technician noted the handpiece ran by itself. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed motor and tps flex assembly corrosion. A corroded motor can cause or contribute to the handpiece having run-on symptoms. The handpiece was repaired and returned to the customer.